Event description:
Per the surgeon's report, the device was explanted due to migration of the electrode array "due to ear infection". The patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.